Event description:
On (B)(6)2009, a health and safety executive (hse) inspector requested add'l info from ge healthcare regarding the MRI system. On (B)(6)2010, the hse inspector reported that a hospital healthcare provider who attended a pt during a sedated MRI exam sustained hearing loss. There was no allegation of a mr system malfunction. No add'l info was available.

Manufacturer narrative:
The 1.5t hdx system is designed to comply with iec (B)(4) requirements for acoustic noise levels. Furthermore, the mr operator safety manual informs the operator on the use of proper hearing protection. The hse inspector refused to provide the MRI system identification number, the hospital's name and its contact info. Due to the lack of info, ge healthcare is unable to further investigate the reported adverse event. Should add'l pertinent info become available, a supplement report shall be filed.